Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized after experiencing a low blood glucose reading of 58 mg/dl and a seizure. The customer's blood glucose reading at the time of admission was 106 mg/dl. The customer had changed the infusion set (B)(6) prior to the event. The mother also reported a button error alarm that cannot be cleared. Advised the mother that the insulin pump would be replaced. Nothing further was reported.